Event description:
It was reported that post a coronary drug eluting stenting treatment procedure, a very late stent thrombosis occurred. A taxus express2 2.5x20mm drug eluting stent was implanted in the mid left anterior descending artery in 2004. A non-bsc drug eluting stent was also placed just distal to the taxus express2 stent, in an overlapping fashion. Five years later, the pt returned to the ccl where a thrombosis was discovered inside the taxus express2 stent. The pt had been on plavix and aspirin for the past 5 years. The thrombus was treated with reopro and the physician ballooned the vessel and the thrombus resolved. The physician then went on to treat an area distal to the non-bsc stent with a promus stent. The physician commented that the taxus stent looked well apposed angiographically and had no apparent in-stent restenosis. The physician planned to start the pt on coumadin for apical wall motion abnormality. No further complications were noted.

Manufacturer narrative:
The complaint device was not returned to analysis. A review of the mfg records was not possible because the batch number is unk. The most probable root cause is considered anticipated procedural complication as thrombosis is a known physiological effect of the procedure and is noted within the directions for use.